Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that after attaching an i.v. Bag to the system's i.v. Pole, the i.v. Pole detached from the system and fell onto the patient. The patient was not injured due to the issue.